Event description:
It was reported that the bd syringe plastipak 10ml s/su packaging was damaged/defective/other. The following information was provided by the initial reporter translated from portuguese to english: reason: 6 tears in primary packaging - plastic.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Six samples and photos received for investigation. Through visual inspection, damage packaging on longitudinal film seal is observed on three samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Retention samples from the same lot were evaluated, no defects or issues observed. No holes or perforations are identified in the sample.

Event description:
No additional information.